Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture was noticed the physician was treating a 90% stenosed lesion located in the moderately tortuous mid right coronary artery (rca). Vascular access was obtained through the radial artery. During introduction of this 1.5x20mm maverick 2 balloon catheter, the balloon was noticed to be ruptured. The procedure was completed with another maverick 2 balloon catheter. There were no reported patient complications. The patient status is listed as "good".